Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-nov-2026, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 10-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep). The rep reported that 1 lead migrated down and out of epidural space, was coiled and unsure which lead at this time. Planning for either replacement or revision of lead or explant, patient and physician still deciding which, they didn't have a date planned yet. Patient reported return of back pain over the past year, unsure when the lead migrated. Caller was going to do full body magnetic resonance imaging (MRI) on patient (pt) recently and noticed that the patient's lead had pulled out of the epidural space but the pt's controller was showing that pt was full body eligible. Caller was concerned because they only reason they caught that the lead had migrated out of the epidural space was unrelated imaging (eg xray) that was done. Technical services (tss) reviewed that the pt's programming should had been updated right away to reflect this issue to avoid MRI's that shouldn't have been done. Tss will check in with engineering as to what type of risk this would have created for the patient if they had a full body MRI scan.